Event description:
It was reported by an audiologist that the pt has had an infection or "cyst". The pt will have her device explanted and a new device reimplanted (no dates provided).

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.